Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 1cm inaccuracy to the right maxillary sinus. Confirmed there was no metal in the field, emitter details showed green status. The patient was re-traced and successfully registered. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome,

Manufacturer narrative:
A medtronic representative at the site, performed a system checkout with test registration and checked the ostium seeker. The reported issue could not be replicated.